Event description:
It was reported that the user accidentally announced a smaller-than-usual meal instead of the usual size while using the ilet, after which glucose ran high but later was 102 mg/dl and steady. The event is consistent with an incorrect procedure or user interface use leading to a usage error during meal announcement. Symptoms included hyperglycemia peaking at 295 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage-related problem due to incorrect meal size announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error.